Event description:
It was reported that during follow-up, the pulse generator could not be interrogated. No patient symptoms were reported. The device remained implanted. No additional information was available.

Manufacturer narrative:
(B)(4).